Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display was faded making it harder to see as well as buttons harder to press now and having to press more than once for insulin pump to respond. The customer¿s blood glucose level was unknown. Customer stated that they received unexplained no delivery alarms and diminished battery life. Customer troubleshooting was not performed. The customer did not return the insulin pump back for analysis.